Manufacturer narrative:
Medwtach number: (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that 2 syringe pumps alarmed with "communication error", the pumps stopped infusing, and the pumps would not turn on or restart. One of the medications infusing at the time was a continuous medication. The nurse replaced both syringe pumps. The patient required unspecified medical intervention. The customer's medwatch states: "the patient's pumps started alarming "communication error". The pumps were plugged into red power outlets and connected to brain (pcu) appropriately. Pumps would not shut off or restart. A continuous medication was infusing on one of the pumps when it shut off. The nurse removed both syringe pumps from service."

Manufacturer narrative:
(B)(4).the customer sent the pcu to the carefusion service depot for a warranty repair under a different file number. Thus, a complete evaluation of the event did not occur. The event and error logs were not retrieved from the device for further analysis.the service depot could not duplicate the customer's reported communication error. No errors or faults were recorded in the logs. There were no issues with the wireless component or iuis. The battery conditioning test passed. The pcu operated as expected.

Event description:
The customer confirmed that no medical intervention was required and that there was no harm to the patient.